Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. While troubleshooting with tandem technical support, customer delivered a bolus and discovered there was a blockage in the cartridge. Customer replaced the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose.